Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the thoracic artery using penumbra coil 400's (pc400¿s). During the procedure, the physician advanced a px slim delivery microcatheter (px slim) with another manufacturer¿s angiographic catheter via a fenestration of a non-penumbra thoracic stent graft. The physician then deployed and detached five pc400¿s into the target vessel using the px slim. After advancing a new pc400 through the px slim for a while, the physician encountered resistance and the latter part of the pc400 positioned thirty centimeters from the end of the px slim became kinked. Therefore, the px slim containing the pc400 was removed from the patient and then the pc400 was removed from the px slim. Thereafter, the procedure was completed using four additional pc400¿s and the same px slim. There was no report of an adverse effect to the patient.